Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an occlusion alarm. Customer believed that the cause could be due to inserting the infusion set into muscle-tissue; however this could not be confirmed. Additionally, customer was using as part for insulin therapy. Customer's blood glucose level was 280-400 mg/dl. Reportedly, customer changed supplies and resumed insulin successfully.